Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cerebral aneurysm coiling procedure with a 6f sheath. Reportedly, there was no pulsatile flow (bleed back) from the marker lumen during use. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: after no pulsatile flow was seen from the marker lumen after insertion, the device was deployed. The suture was not used for hemostasis. Another prostyle was deployed and achieved hemostasis. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The obstruction of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely an interaction with patient anatomy or tissue interfered with the marker post during placement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cerebral aneurysm coiling procedure with a 6f sheath. Reportedly, there was no pulsatile flow (bleed back) from the marker lumen during use. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.